Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 528 mg/dl. The customer had symptoms such as thirst. The customer stated that she took 4.5 units. The customer's current blood glucose was 511 mg/dl. Troubleshooting was performed. The product was not returned for analysis.